Event description:
It was reported that a patient presented with ventricular undersensing on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report as new information indicates there was no apparent malfunction with this device